Event description:
We opened a new patient care unit, and we ordered the new model b850 of ge patient monitors. After installation and integration testing of the monitors into the emr, we verified that the monitors are sending data. Once we connected the ventilator to the monitor for integration purposes, as we do with the older model solar 8000i that we use all over the hospital, the new b850 is changing the vent hl7 data being sent from the monitor to the emr. Causing data loss. Upon further investigation, it was found that the new models b850 have a new hl7 string for few of the parameters and making it very hard to integrate in the same hospital as the older models. The solar 8000i have an hl7 string that is different than that of the b850.

Event description:
We opened a new patient care unit, and we ordered the new model b850 of ge patient monitors. After installation and integration testing of the monitors into the emr, we verified that the monitors are sending data. Once we connected the ventilator to the monitor for integration purposes, as we do with the older model solar 8000i that we use all over the hospital, the new b850 is changing the vent hl7 data being sent from the monitor to the emr. Causing data loss. Upon further investigation, it was found that the new models b850 have a new hl7 string for few of the parameters and making it very hard to integrate in the same hospital as the older models. The solar 8000i have an hl7 string that is different than that of the b850.